Manufacturer narrative:
The concerto coil (model: nv-2-6-helix lot: a913738) was returned for analysis. The actuator interface was securely attached to the coupler tube. There was no evidence of mechanical detachment using an instant detacher at this location. The pusher was found broken at the break indicator with the two segments retained by the release wire. This is indicative that a manual detachment was attempted at this location. The concerto pusher was found bent at 42.9cm from the proximal end. The concerto pusher was found bent within the introducer sheath at 152.9cm from the proximal end and 1.2cm from the distal end with the introducer sheath bent at the same two locations. The implant coil was still attached to the pusher. The implant coil was found damaged within the introducer sheath. The implant coil could not be advanced out the introducer sheath as it was found to be stuck, and was retracted out proximally. The coin was found against the lumen stop. Dried blood was found under the outer jacket. The shield coil was found intact, and the implant coil was confirmed still attached to the pusher. The outer jacket was removed, and the release wire was retracted, releasing the implant coil against resistance. Dried blood was found within the lumen stop. No other damages, or abnormalities were observed. Based on the analysis performed, the customer report of ¿non-detachment¿ was confirmed as the device was returned with the implant coil still attached with evidence of a manual detachment attempt. There was no evidence of detachment attempt using an instant detacher. The likely cause of the non-detachment are the bends found on the pusher as well as the dried blood found within the lumen stop. Potential causes for pusher/implant coil damage are patient vessel tortuosity, attempts to advance or retract device against resistance, coil not retracted in a one-to-one motion with the implant pusher during repositioning, pushwire rotation, and incompatible catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the concerto coil could not be deployed. The patient did not experience any symptoms, or complications. Clarification could not be obtained to specify whether non-detachment occurred, but analysis suggests non-detachment occurred.